Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the no delivery test due to a prime anomaly. The pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the no delivery alarm was becoming more frequent. Customer stated that the issue started 3 or 4 months ago. Customer changed her set-up 3 or 4 times. Customer went through 1 round and went 4 or 5 days before she put in a new one. Customer's blood glucose was 312 mg/dl. Customer stated that he did not have a back-up plan. Customer stated that the alarm occurred previously and during basal. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. It was explained that a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Customer tried programming a 5.0 fill cannula and no insulin exited. Customer stated that the pump did not alarm no delivery. Customer stated that insulin did exit the tubing during prime. Customer stated that they have tried all remedies. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.